Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2019-03089.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report number 3006705815-2019-03089. It was reported that lead fracture issue was observed on the anchor sites. Leads were explanted, and new leads were implanted as a result to resolve the issue. There were no complications during the procedure and therapy was restored. Patient was stable.